Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the emergency room, pericardial effusion was observed. Cardiac perforation by the right ventricular lead was noted and required a pericardial window. The lead was explanted. The patient tolerated the procedure fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.